Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was this morning when the pt attempted to increase stimulation on their programmer they received the message end of service (eos) and when they attempted to use their insr they also received the message eos. Patient contacted their manufacturer representative today who advised them to call patient services (pss) for further assistance. During call pss reviewed the message eos and the patient was redirected to their healthcare provider to further address the issue.